Manufacturer narrative:
The system was examined and the reported event was replicated. The host, printed circuit board (pcb) for the phacoemulsification handpiece and the ultrasound pcb, and the pcb controller were all replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 22, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the host and us pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that the system locked prior to a surgical procedure. The staff had to force the shutdown of the system. Additional information has been requested.